Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory. The initial sample and a subsequent sample were run on the same unit and lower results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples are serum and collected in lihep gel separator tubes. The samples were centrifuged for 5 minutes at 3500 rpm qc is performing within the customer's established ranges. Per customer supplied data, system checks performed by the customer on (B)(6) 2011 both passed within instrument specifications. A bci field service engineer (fse) performed a system check and a high sensitivity system check within instrument specifications. The fse performed a minor pm and then performed qc within the customer's established limits. The fse performed a precision run with acceptable results. Although some minor hardware issues were addressed by the fse at the time of service, a definitive root cause for this event has not been determined to date.